Event description:
It was reported that during an unknown pediatric procedure, a monopolar curved scissors instrument induced a voltage into the maryland bipolar forceps instrument causing inadvertent charring of tissue. The patient's condition is unknown. The following medwatch reports was created for the maryland bipolar forceps instrument. MFR report #2955842-2007-00033.

Manufacturer narrative:
Failure analysis was performed on site for the da vinci system and similar instruments as the initial instruments were unavailable. The field service engineer was unable to replicate the event. The account has been advised to record future cases for ongoing evaluation to determine if the cause is due to a malfunction or user error. If additional information becomes available, a follow up MDR will be submitted.